Event description:
It was reported that the ventilator's rail was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, the defective rail was confirmed during on-site inspection. The attached photo confirmed reported issue as well. The mobile cart has standard 10x25 mm rails to carry accessories such as support arm 179 and humidifier holder. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to ventilator's rail.